Event description:
It was reported the patient requested a non-rechargeable ipg be implanted as part of her scs system. The physician implanted the patient with a rechargeable ipg and postoperatively the patient again indicated she wanted a non-rechargeable ipg. The physician explanted and replaced the patient's rechargeable ipg with a non-rechargeable ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.